Event description:
It was reported that a patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, the needle detached from the suture. Another like device was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4). The actual needle was returned for evaluation. It was visually examined under magnification. There are marks at the edge of the barrel. No needle defects were noted. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.